Manufacturer narrative:
Evaluation summary: the nitrex nitinol guidewire was received for evaluation. No other ancillary devices were received. The device was dimensionally correct. No core wire was missing after 100% examination at 10x magnification. The coil to core wire adhesive joint remnants were present at the ground distal end of the core wire and 4.62cm from the distal tip. There was spiral bend damage noted over the distal 2.85cm and a missing distal coil. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a non-medtronic atherectomy device over a 0.014" nitrex guidewire to treat a 45mm cto (chronic total occlusion-100%) in the distal pedal artery. The lesion composition was described as 4mm in diameter; plaque with little calcification and little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure used an unknown 6 fr sheath. The vessel was not pre-dilated however, it was post-dilated. When the case was finished and the wire was being removed it was noted that the tip was missing. It was reported fluoroscopy showed that the wire tip was in a distal vessel branch. After consultation with another physician it was decided to leave the tip in as it was situated in an ancillary branch. Also, the patient was previously scheduled for a trans-metatarsal amputation so blood supply would be evaluated during this procedure. No patient injury was reported.